Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "rupture" (of a saline implant) against right device. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. A crease smooth opening on radius assessed as fold flaw opening. Additional, changed, and/or corrected data: d.4.

Event description:
Healthcare professional reported "rupture" (of a saline implant) against right device. The device remains implanted.

Event description:
The device has been replaced.

Manufacturer narrative:
Corrected reason for reoperation: "rupture right implant" (deflation). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. A visual device analysis of the returned device identified: crease fold, wear abrasion, an opening on anterior, and orange particles in fill channel. Leak test and microscopic analysis was performed which identified: a striated opening on anterior, a crease smooth opening on radius, and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage.